Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.3 cm. Visual and x-ray examination revealed the stylet was broken at the connector tip with no anomalies at the distal region and the connector tip was clogged with blood and tissue. No conductor shorts or internal shorts were found. The s-curve height was within specification. Procedural damage was noted. The reported event of guidewire insertion failure was confirmed and was isolated to the connector pin clog and the broken stylet. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a cardiac resynchronization therapy procedure. During implant of the left ventricular lead, it was found that the guidewire could not pass through the lead due to a blockage. The physician replaced the lead and completed the procedure. The patient was in stable condition.